Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device started smoking at the handpiece. Probable root cause: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence. Added initial reporter phone and initial reporter postal code.

Event description:
It was reported the device emitted smoke.

Event description:
It was reported the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.